Event description:
It was reported that during a percutaneous biliary stent placement treatment procedure, the coating peeled off the wire. The guidewire was inserted through a 7 fr sheath and was removed and reinserted 3-4 times during a procedure. After removal it was noted that the coating on the tip of the guidewire appeared to have peeled off. Another amplatz super stiff guidewire was used to successfully complete the procedure. The patient is reported as "good" following the procedure; no injury or complications were reported.